Manufacturer narrative:
The medical device problem code was updated. Several reagent packs were calibrated successfully. Qc was run on the reagent pack in question (5500) but it was not calibrated. There is no indication to suggest a reagent or specific reagent pack issue as qc was in range. No maintenance issues were identified. The issue was resolved by using a different reagent pack from the same lot. A general reagent problem could be excluded as a different reagent kit from the same lot performed according to specification at the customer's site and at a different customer site. Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested on a specific reagent pack of elecsys troponin I stat (troponin I stat) on a cobas 8000 e 602 module. Patient 1 initial result with reagent pack number 5500 was 0.236 ng/ml. On (B)(6) 2023 the sample was repeated with reagent pack number 5500 and the result was 0.243 ng/ml. On (B)(6) 2023 the sample was repeated with reagent pack number 5503 and the result was 0.100 ng/ml. On (B)(6) 2023 patient 2 initial result with reagent pack number 5500 was 0.213 ng/ml. On (B)(6) 2023 the sample was repeated with reagent pack number 5500 and the result was 0.228 ng/ml. On (B)(6) 2023 the sample was repeated with reagent pack number 5503 and the result was 0.100 ng/ml. The results from reagent pack 5503 were believed to be correct.

Manufacturer narrative:
The e602 module serial number was (B)(6). The customer tested other patient samples with reagent pack 5500 and none of the results were below 0.200 ng/ml. The repeat results using the same reagent pack were reproducible. The patient samples and the affected reagent packs were requested for investigation, however, the customer has discarded the reagent packs. The investigation is ongoing.